Event description:
It was reported that during a c2 "pseudarthrosys" procedure with the use of an a2101, there were macro movements of the connecting arm to the operating table which caused a downward shift of the patient's head. The surgery was delayed 30 minutes as a result of this issue. The initial position of the patient was prone position. In fact the patient was positioned twice because the staff could not change the base unit during the procedure. The dysfunction occurred two times: the first time 1 hour after the beginning of the procedure, the second time, 30 minute after the first incident. A-1047 pins were used during this procedure. The patient did not incur any consequences as a result of this issue.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination results: device history record reviewed for product ID a2101 lot code 121 (manufactured on 03/28/2012) show no abnormalities related to reported incident found. Devices with lot code 121 passed all required inspection points with no mrr¿s or variances associated to the devices referenced below. No prior service history is on file for the returned device. No manufacturing or design related trend has been identified. The returned unit¿s ability to hold 50lbs. Of weight per test procedure found that the unit was not able to hold 20lbs. Of weight at its current state. Consequently, the unit was adjusted per its IFU and then, it was able to hold 50lbs. Of weight. Conclusion: in summary, the customer complaint was verified. The root cause can be attributed to the unit being out of adjustment. According to the unit¿s manual or IFU, the adjustment should be inspected before and after use as well as to periodically adjust the tension of the locking lever to compensate for changes which occur with normal usage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.